Event description:
It was reported that the pump display was frozen. There was no adverse impact to the customer¿s blood glucose level. The caller chose to reset the pump, and the issue was resolved with the guidance of technical support.